Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the scope cable did not produce an image. The issue occurred during preparation for use intended for an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The device was returned, and an evaluation was completed for it. During inspection, olympus confirmed the reported event. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the image issue occurred because the connected video cable was defective. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.